Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the right ventricular (rv) lead was attempted several times with bad test results. It was noted that after several attempts, the tip of the lead was worn and ¿could not be fixed.¿ the lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.